Manufacturer narrative:
Inspected one opened and used sensor. Performed a visual inspection and found the introducer needle and cannula bent, which make sensor difficult to remove. Received with needle damage. Customer returned the product open and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood glucose. Customer stated that he was having problems with the sensor. Customer stated that she was unable to remove the sensor, it would not come out. Advised customer to make sure the site is not bleeding before connecting and to monitor the site. Nothing further was reported.